Event description:
It was reported that noise resulting in oversensing was observed on the right atrial (ra) lead. Abbott technical support was contacted and lead provocation testing reproduced the event. Lead insulation damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging. The device was reprogrammed to resolve the event and the patient was in stable condition.